Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was a malfunction with frontal ippc. Upon troubleshooting, fse found the ippc drive bay is not powering on. To resolve the issue, fse replaced the ippc and returned to philips for further analysis. The analysis confirmed the malfunction of ippc and identified defective power supply unit. Following the replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.